Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air/water cylinder and tube. Additionally, the distal end was corroded. There was no patient involvement.